Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 23x1 rb safety mechanism difficult to activate. The following information was provided by the initial reporter: material#: 305902 batch#: 3352622. It was reported by customer that 2 different nurses were stuck by needles when trying to cover the needle. The needle bent and stuck both people. Rcc received a complaint via email. Item(s): 305902 lot(s): 3352622. Date incident occurred: last month and then today (B)(6) 2025. Was the patient impacted? If yes, describe: 2 different nurses were stuck by needles when trying to cover the needle. The needle bent and stuck both people. Is a sample available? No. Customer request? Please call. Concerned with faulty design. Additional information provided: after further review, the first incident occurred on (B)(6) 2024. It was not reported. The ma states after she administered a vaccine to a patient, she pushed down the safety device using two hands and accidently pricked her left middle finger. She is an experienced ma and feels something was wrong with the needle. It is a different lot number bd safety glide 23gx1 ref 305902 lot 33526. The correct lot # is 3352622.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided